Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device was not capable of firing but the surgeon was able to press the green button. No patient outcome reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in laparoscopic radical resection of rectal cancer, the device was not capable of firing but the surgeon was able to press the green button. No patient injury.